Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+4.5/099 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2015. The patient was reported as complaining of blurred vision. The lens remained implanted. Additional information has been requested but none has been forthcoming.